Event description:
Int'l ((B)(4)) complaint received concerning component/plug protrusion issues with use of 011-mc33650 smallbore quad ext. Set w/4 microclaves, 3 check valves. The initial info received reports "ward staff member... Was taking blood via quad set... Other anti-siphon lumens of set where clamped, lines bled back. Also noted that internal septum's of anti-siphon sets protruding. Set removed and replaced with no problems or concerns to the involved patient."

Manufacturer narrative:
Device return: one used mc33650 device set. Although requested, the involved mating devices were not returned for investigation. Visual inspection and analysis of the as-received mc33650 device set recorded two of the sets microclave silicone plugs were protruded. Engineering testing and analysis (limited) of the unaffected mc33650 lines was performed. The results recorded no leakages, components protrusions were replicated on those lines. Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave assembly is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusions or flushing through small syringes and the adjacent lines are not clamped excessive pressures can occur and result in this type of issues. Detailed analysis of the involved component(s) design attributes, materials, manufacturing and assembly processes and equipment were performed. The continuous improvement teams have identified, validated and qualified several design and processing improvements that are expected to address plug protrusions from occurring when high pressures are generated within the fluid circuit. Findings: visual analysis of the "as-received" mc33650 device set confirmed two of the microclave connectors silicone plug were protruded from the body. Although the exact cause(s) of the component condition are unk, usage/technique appears to have caused and or contributed to this event/issue. The investigation report and associated data will be provided to the facility/distributor product reps for their review of the devices intended usage, functions and performance features.